Event description:
It was originally reported that the patient needed reprogramming. The company representative confirmed that the patient had her device reprogrammed. She has had multiple surgeries and csf leaks. Additional information has been requested.

Manufacturer narrative:
(B)(4).